Manufacturer narrative:
Product analysis: it appears that the driver's tip has been sheared off. The metal deformation gives indication that the failure was the result of torsional overload. The driver appears to have been heat treated correctly. This is consistent with torsional overload.

Event description:
Pre-operative diagnosis: lumbar spinal canal stenosis procedure: transforaminal lumbar interbody fusion it was reported that intra-op, the set screw could not be tightened using driver during final tightening. The same event occurred even when another set screw was used. So the set screw was changed with another set screw which was for opening, and final tightening was performed using another driver. No patient complications were reported as a result of the event.